Event description:
It was reported that during a breast biopsy the cutter on the probe would not retract and the system delivered consistent error codes. The procedure was completed using an alternative biopsy device with no pt consequence.